Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated the cgm was displaying 300mg/dl and dosed herself with insulin. The patient began to feel shaky and check her bg with a finger stick and the meter read 70mg/dl. It was indicated that before the patient could treat herself of the low, she passed out. The patient¿s husband found the patient and gave her a shot of glucose and did not have to go to the hospital. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.